Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the surgeon was operating the shaver in agg oscillation mode at 3000rpm and the piece of the inner lumen broke off. It appears that this happened with out being in contact with tissue or bone. The piece was retrieved with an arthroscopic grasper and the case was completed by using another ar-8400td.